Event description:
It was reported the extension wires were exposed outside of the body behind the patient¿s ear. The extensions were explanted. The patient¿s healthcare professional (hcp) decided to explant the implantable neurostimulator (ins) as it was connected to exposed extension wires. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# va09wvk, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot# va0hz1f, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had muscle stiffening type of parkinson's disease so it was hard for them to walk. After the implantable neurostimulator (ins) was implanted, everything seemed to be fine and the patient was walking again. On (B)(6) 2015, the leads broke out of the skin in the patient's neck and they had emergency surgery to remove the system. The leads had allowed the infection to move closer to the electrodes. The patient wanted to know why an electrical system/sheathing that would not allow infection to spread or take hold could not be designed. The infection lead to further complications including several bloods clots and bleeding in the brain. The patient had been in and out of the hospital for several weeks so far this year. The patient was happy with the system and it was working fine. The patient's healthcare professional (hcp) may opt to not replace the system due to all of the complications and they would be at a high risk to have further surgeries.

Event description:
Additional information received reported the patient¿s deep brain stimulator (dbs) system was explanted.